Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site and confirmed reported errors on instrument error log. Fse noticed the bf wash probe had loose waste tubing connection. Fse replaced the bf probe and successfully completed quality control. The aia-360 instrument is performing as expected; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7: error messages and flags, section 7.2: list of flags, states the following: wu - b/f washing failure (washing incomplete): during b/f washing, the wash solution could not be drained. If this flag appears continuously, the tip of the b/f washing probe may be dirty or clogged. Contact the service department. Se - system error: the assay could not be completed due to a problem (error) that does not disable the device. The most probable cause of the reported event was due to faulty bf wash probe.

Event description:
A customer reported flag wu "washing incomplete" and flag se "system error" on the aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. The bf wash probe was returned for investigation on (B)(6) 2018. Visual inspection confirmed the part to be damaged. Part will be discarded. Device evaluation by manufacturer. The most probable cause of the reported event was due to failure of bf wash probe.